Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a screen blocked error while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the event in the memory logs but the se was not able to duplicate the mentioned issue. The se replaced the graphical user interface (gui) touch frame printed circuit board (pcb) as precautionary measure. The unit passed all testing and operated within the manufacturing specifications

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The graphical user interface (gui) printed circuit board (pcb) and gui touch-frame pcb were returned to medtronic¿s failure analysis laboratory. A visual inspection of the gui pcb was performed and no anomalies were observed. An investigation was performed on the gui pcb and the reported issue was not duplicated. No fault was found with the returned gui pcb. A visual inspection of the gui touch-frame pcb was performed and no anomalies were observed. An investigation was performed on the gui touch-frame pcb and the reported issue was not duplicated. No fault was found with the returned gui touch-frame pcb.